Event description:
On (B)(6) 2016 crts (B)(4), lfc (con): a friend or family member of the patient reported an end of service (eos) error code on their implantable neurostimulator (ins). There was a dissatisfaction with the ins longevity as they were told it was last 3 years but it only lasted 10 months. It was confirmed that the patient has high settings, and there were no symptoms alleged. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.